Event description:
Account states that rn met resistance when pulling pt's jp drain. Contacted attending physician to see pt. Sutures were cut and the md pulled on the drain. There was a pop and out came part of the drain. Kub (kidney, ureter and bladder x-ray) showed retained drain. Pt returned to the or to have it removed. It was discovered in surgery that part of the drain may have been sewn, thus the resistance in intially pulling the drain.